Manufacturer narrative:
The device was not returned to olympus for evaluation and repair. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device. Additional PMA/510(k): k931995.

Event description:
It was reported to olympus by a representative that during the transurethral resection of the prostate procedure, the dr. Saw the tip of instrument fall. The tip of the instrument fell in the working space and was retrieved with pliers by the doctor. No damage was caused. Equipment was replaced and the dr. Finished the procedure. There was no patient injury or adverse event reported to olympus.